Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during thrombectomy at the right middle cerebral artery (mca) m2 segment with the subject stent retriever device, subarachnoid hemorrhage (sah) occurred. Medical management (unspecified) was performed. The adverse event was resolved. According to the physician, the event was related to the retrieval device and to the procedure.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, "patient hemorrhage, blood loss with sequelae" is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. Executive summary: corrected, expiration date: added, concomitant products grid: added, manufacturing date: added.

Event description:
It was reported that during thrombectomy at the right middle cerebral artery (mca) m2 segment with the subject stent retriever device, subarachnoid hemorrhage (sah) occurred. Medical management for symptomatic headache and vasospasm prevention were performed. The adverse event was resolved. According to the physician, the event was related to the subject retrieval device, a competitor aspiration catheter, and to the tracking movement on the right mca.